Event description:
It was reported that a rise in capture threshold had been noted on the right ventricular lead of an asymptomatic patient. The physician opted to cap and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.